Manufacturer narrative:
One cadd ms3 pump was returned for analysis. Functional and visual testing was performed to test the device. Testing was performed and the device did not lose any program. The device ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, recommend to install software as preventive measure.

Event description:
Information was received indicating that the cadd ms3 pump lost programming. There was no patient involved.